Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There was no reported patient injury. The 5f mynx control vcd was intended to be used in a trans arterial chemoembolization (tace) procedure. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: per pe findings, the frayed/ split/ torn conditions observed to be present on the sealant sleeves and the sealant was present exposed on the distal end in manufacturing position.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There was no reported patient injury. The 5f mynx control vcd was intended to be used in a trans arterial chemoembolization (tace) procedure. Additional information was requested but was not provided. A non-sterile mynx control vcd, 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed, and the stopcock was found in the closed position. The sealant was exposed on the distal end in its manufactured position due to the sealant sleeves being frayed/split/torn, which aligns with the reported event of damage. The catheter sheath introducer (csi) used with the unit was not returned for this evaluation, but the syringe was received. No additional anomalies were observed during this analysis. Per functional analysis, an insertion/withdrawal functional test could not be performed due to the conditions observed to the sealant sleeves. However, deployment functional testing was executed due to the received condition of the premature exposure of the sealant observed. Using the returned syringe, a complete deflation of the balloon was promoted, and after obtaining the adequate tension indication, buttons 1 and 2 were depressed. The expected mechanism was achieved, deploying the sealant and retracting the balloon successfully, showing no traces of malfunction that could be related to a compromised mechanism. A magnified visual analysis of the sealant outer sleeves was conducted. During this analysis, it was concluded that the sleeves presented conditions that could be related to the reported event, as a frayed/split/torn condition was confirmed. Additionally, a prematurely exposed sealant state was observed at the distal portion. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was confirmed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-frayed/split/torn.¿ additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the observed failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.